Event description:
Additional information received reported that the patient saw their manufacture representative and had their device settings adjusted. Additional information received also reported that the patient was receiving effective therapy after reprogramming and no malfunctions were noticed with devices.

Event description:
It was reported that the patient had a revision of the lead component of the implantable neurostimulator (ins) on (B)(6) 2013. The patient was to follow up with the manufacturer representative. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 3037, serial# (B)(4). Product type: programmer, patient: product ID 3 889-28, lot# v822736, implanted: (B)(6) 2012. Product type: lead. (B)(4).

Manufacturer narrative:
(B)(4).